Event description:
It was reported that balloon rupture occurred. After a promus premier¿ stent was implanted, a 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for post dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).